Manufacturer narrative:
(B)(4). Medical product: unknown cemented femoral stem: catalog#ni, lot#ni; oss tibial poly bearing: catalog#150411, lot#822750; unknown femoral component: catalog#ni, lot#ni; unknown hinge assembly: catalog#ni, lot#ni; unknown tibial tray and stem: catalog#ni, lot#ni. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02782, 0001825034-2021-02784.

Event description:
It was reported that patient underwent a total knee arthroplasty and experienced post-operative complications approximately 1 year and 9 months post implantation. At that time patient was revised due to loosening of the femoral cemented stem as well as wear and fracture of the polyethylene. Attempts were made and no further information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, this product was determined to be not reportable, as it is reported by the valence group. The initial report should be voided.

Event description:
See h10 narrative.